Event description:
A multifocal intraocular implant was pre-loaded into the delivery system and labeled as a monofocal intraocular implant by the manufacturer. 75 yo female admitted to (B)(6) for cataract extraction and placement of intraocular lens in the left eye. Surgeon ordered a dib00 22.5 implant, box and packaging were verified properly by staff and physician. Once implant placed in the left eye, the physician noted concentric rings on the lens. This is an indication of a multifocal lens and not a monofocal lens such as the dib00. It was determined that an incorrect multifocal lens had been placed in the delivery system during the manufacturing process. The lens was left in the patient's eye, and she was discharged to home once criteria was met. After evaluation in office pod#1, it was decided that her vision in the left eye was good, and the same lens would be placed in the right eye as well. The lens was determined to be a dxr00v 22.5. The patient wasn't charged the additional fees for a multifocal lens. Both lenses were placed free of charge. The manufacturer and sales representative were notified and paperwork completed. The original packaging was for dib00 22.5, sn#: (B)(6), expiration 04/25/2026. Patient was evaluated in office post-op day #1 for correction and visual acuity. Patient was pleased with lens and improved vision. Plan to keep the lens in place and provide patient with a multifocal lens in the right eye as well, free of charge. Manufacturer response for technis eyhance iol with technis simplicity delivery system, (brand not provided) (per site reporter).